Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to multiple wires of the trunk cable being pulled and cut from the distribution node (dn), causing the communication error. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.